Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining lower than expected estradiol results for one patient that did not match the clinical presentation generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported outside the laboratory; however, subsequent testing was performed producing higher results within a different clinical category. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The estradiol samples were collected in serum tubes and centrifuged for 10 minutes at 3000 rpm. Per the customer, all testing performed from the primary tube and adequate sample volume was noted. Per the customer supplied qc charts, all three levels of estradiol qc have been within the customer's established ranges for the past 30 days. A routine system check was performed by the customer, on (B)(6) 2010, which passed within instrument specifications. A field service engineer (fse) was dispatched for this event and performed all hardware verification testing, which passed within instrument specifications. A definitive root cause has not been determined to date for this event.